Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the image on the endoscope was blurry. The product was changed out. There was no patient harm, injury, or blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All information has been placed on file with quality management for tracking, trending, and follow-up.